Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Upon powering up the 8015, the biomed got a 133.6080 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I had biomed plug the 8015 into ac power. I went over what the 133.6080 error was and some of the causes. Let him know it can be either the backup speaker, logic board, or low battery charge. After 5 mins of charging had the biomed power on the unit. The unit powered up normally. Let biomed know the error was due to the low battery charge and recommend to charge the unit prior to setting back into service. Biomed ended call.